Event description:
Following a rotational atherectomy treatment procedure, a crack was noted in sheath of the rotalink catheter. When the device was purged, a leak was discovered. The procedure was stopped. No pt injuries or complications were reported.